Event description:
Knee pain upon climbing up stairs [torn meniscus] [pain]. Knee swelling [torn meniscus] [joint swelling]. Joint effusion [torn meniscus] [joint effusion]. Case description: spontaneous report was received on (B)(4) 2012 from a (B)(6) female patient, initials (B)(6), with osteoarthritis and torn meniscus. The patient's medical history was significant for chronic swelling in right knee in (B)(6) 2012. On (B)(6) 2012, the patient initiated treatment synvisc one injection, 6 ml, once (unspecified knee). The lot number for synvisc one was not provided. Following the injection, the patient's knee remained swollen. After one week of the injection, joint fluid was aspirated. The patient felt that synvisc one was removed as well. The patient also experienced knee pain upon climbing up stairs. On (B)(6) 2012, the patient received a cortisone injection. No action was taken with synvisc one. The outcome for the events was not provided. Concomitant medications were not provided. The intensity for the events was not provided.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2012. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.